Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation') and perforation ('organ perforation') in a female patient who had essure (batch no. A95855) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), alopecia ("hair loss"), tooth loss ("tooth loss"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, pregnancy with contraceptive device, alopecia, tooth loss, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, mood altered and anxiety outcome was unknown and the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation') and perforation ('organ perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), alopecia ("hair loss"), tooth loss ("tooth loss"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, pregnancy with contraceptive device, alopecia, tooth loss, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, mood altered and anxiety outcome was unknown and the pelvic pain, abdominal pain, back pain, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot a95855-invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tubes perforation") and perforation ("organ perforation") in a female patient who had essure inserted (lot no. A95856) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of nausea, cough, fever, lower abdominal pain, hemorrhagic cyst, flank pain, cramp in lower abdomen, premature rupture of membranes, urinary incontinence, parity 6 and multigravida. The patient had a family history of endometrial cancer and hypertension. Concurrent conditions were listed as feeling unwell, headache, back pain, lower abdominal pain, anxiety, pelvic discomfort, uti, pelvic discomfort, vaginal bleeding, menorrhagia, pelvic pain female, paratubal cyst, vaginal bleeding, lower abdominal pain and vaginal bleeding. Concomitant products included fluconazole for headache, cyclen (ethinylestradiol, norgestimate), alesse (ethinylestradiol, levonorgestrel), advil (ibuprofen), marvelon (desogestrel, ethinylestradiol) and micronor (norethisterone). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), pregnancy with contraceptive device ("unwanted pregnancy"), alopecia ("hair loss"), tooth loss ("tooth loss"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), stress ("psychological stress"), abortion spontaneous ("missed abortion") and device expulsion ("patient had an insertion of essure with expulsion on the right side"). Essure was removed on (B)(6) 2017 the patient was treated with surgery (laparoscopic bilateral salpingectomy and laparoscopic bilateral salpingectomy and removal of left essure). At the time of the report, the pelvic pain, abdominal pain, back pain, depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, pregnancy with contraceptive device, alopecia, tooth loss, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: reason: query pneumonia/kidney stone findings: a single essure device is noted in the left hemipelvis. Regional osseous structures are unremarkable.; on (B)(6) 2017: and showed a hemangioma of the liver. Her pelvic pain settled down and became nonexistent and her chest symptoms are improving [hysterosalpingogram] on (B)(6) 2015: here is a left sided essure coil with patency of the left tube occluded. The right side is patent and there is satisfactory spillage on the final image. [Pathology test] on (B)(6) 2016: specimen: products of conception history: incomplete miscarriage. D & c. Gs, ps at nine weeks. Incomplete miscarriage. Contents of uterus, retained products of conception diagnoses: endometrial evacuation confirming products of conception in the background of a recent pregnancy state; on (B)(6) 2017: specimen: bilateral fallopian tube history: unwanted fertility. Failed essure - right coil expelled. Left coil still in tube diagnoses: benign histologically-normal completely-transected. Right and left fallopian. Tubes, one of which contains an essure coil; on (B)(6) 2022: specimen: uterus with cervix. History: menorrhagia pelvic pain laparoscopic hysterectomy preservation of the aorta ovaries menorrhagia and pelvic pain diagnoses: laparoscopic hysterectomy 1. Cervix: squamous keratosis, negative for dysplasia, dilated endocervical glands 2. Endometrium: benign endometrium with stratum basalis benign tubular glands 3. Myometrium: adenomyosis [ultrasound pelvis] on (B)(6) 2016: reason: essure coil fell out, now pregnant; iup findings: coil is seen in the left adnexa in keeping with prior history comment: likely early intrauterine pregnancy as described with mean sac diameter dating the gestation below 5w. No fetal pole or fetal heart rate are seen but it is probably too early on. A probable right sided hemorrhagic corpus luteal cyst is present. The possibility of an ectopic pregnancy on the right is strictly speaking impossible to exclude but felt quite unlikely.; on (B)(6) 2016: findings: there is a persistent regular shaped sac situated within the uterus with a mean diameter of 1.6 cm which is equivalent to 5 weeks 1 day gestation. Again no fetal pole is demonstrated. There does however appear to be a surrounding residual reaction which was not as evident on the earlier study. There is also evidence of a simple cyst in relation to the left ovary. In relation to the right ovary there is a cystic focus with echogenic rim protruding from the right ovary. Features are highly suggestive of a possible hemorrhagic corpus luteum cyst as seen on the earlier study. Coil is still seen in the left cornua of the uterus. There is no significant free fluid in the pelvis.. Comment: features again suggestive of an intrauterine pregnancy with an intact sac but again no evidence of a fetal pole. This is possibly related to an early pregnancy; on (B)(6) 2016: impression: irregular shaped elongated empty gestational sac extending into the cervical canal with a region of increased vascularity may be on the basis of an incomplete abortion or retained products of conception; on (B)(6) 2017: history: severe lower abdominal pain and bloating. History of ovarian cysts. Has had essure tubal and expulsion of one coil. Findings: uterus is 9.6 cm in length. Endometrial echo is 5 mm. The left essure coil appears to be seen in good position. By history the right essure coil is gone and there is no evidence of it. [Ultrasound scan] on (B)(6) 2014: reason: essure coil tubal sterilization - to confirm adequate placement report: the bilateral tubal coil placement are confirmed in good position [ultrasound scan vagina] on (B)(6) 2014: impression: single live intrauterine gestation with an average ultrasound age of 12 weeks and 3 days. Edd is on (B)(6) 2015. There is a subchorionic hemorrhage in the lower edge of the placenta posteriorly subjacent to the cervical os.; on (B)(6) 2015: coil placement: left: visualized arising from cornua right: visualized arising from cornua comment: essure coils satisfactorily positioned bilaterally incidental finding of cystic left ovary. Lot a95855-not valid. The most recent follow-up information incorporated above includes data received on: 06-may-2024: medical record received. Lot number added. New events device expulsion & spontaneous abortion added. Pregnancy outcome is updated to spontaneous abortion. Lab data including (surgical pathology report) added. Medical history, concomitant conditions, new reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tubes perforation") and perforation ("organ perforation") in a female patient who had essure inserted (lot no. A95856) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of nausea, cough, fever, lower abdominal pain, hemorrhagic cyst, flank pain, cramp in lower abdomen, premature rupture of membranes, urinary incontinence, parity 6 and multigravida. The patient had a family history of endometrial cancer and hypertension. Concurrent conditions were listed as feeling unwell, headache, back pain, lower abdominal pain, anxiety, pelvic discomfort, uti, pelvic discomfort, vaginal bleeding, menorrhagia, pelvic pain female, paratubal cyst, vaginal bleeding, lower abdominal pain and vaginal bleeding. Concomitant products included fluconazole for headache, cyclen (ethinylestradiol, norgestimate), alesse (ethinylestradiol, levonorgestrel), advil (ibuprofen), marvelon (desogestrel, ethinylestradiol) and micronor (norethisterone). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), pregnancy with contraceptive device ("unwanted pregnancy"), alopecia ("hair loss"), tooth loss ("tooth loss"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), stress ("psychological stress"), abortion spontaneous ("missed abortion") and device expulsion ("patient had an insertion of essure with expulsion on the right side"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and laparoscopic bilateral salpingectomy and removal of left essure). At the time of the report, the pelvic pain, abdominal pain, back pain, depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, pregnancy with contraceptive device, alopecia, tooth loss, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, device expulsion, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: reason: query pneumonia/kidney stone findings: a single essure device is noted in the left hemipelvis. Regional osseous structures are unremarkable.; on (B)(6) 2017: and showed a hemangioma of the liver. Her pelvic pain settled down and became nonexistent and her chest symptoms are improving [hysterosalpingogram] on (B)(6) 2015: here is a left sided essure coil with patency of the left tube occluded. The right side is patent and there is satisfactory spillage on the final image. [Pathology test] on (B)(6) 2016: specimen: products of conception history: incomplete miscarriage. D & c. Gs, ps at nine weeks. Incomplete miscarriage. Contents of uterus, retained products of conception diagnoses: endometrial evacuation confirming products of conception in the background of a recent pregnancy state; on (B)(6) 2017: specimen: bilateral fallopian tube history: unwanted fertility. Failed essure - right coil expelled. Left coil still in tube diagnoses: benign histologically-normal completely-transected. Right and left fallopian. Tubes, one of which contains an essure coil; on (B)(6) 2022: specimen: uterus with cervix. History: menorrhagia pelvic pain laparoscopic hysterectomy preservation of the aorta ovaries menorrhagia and pelvic pain diagnoses: laparoscopic hysterectomy 1. Cervix: squamous keratosis, negative for dysplasia, dilated endocervical glands 2. Endometrium: benign endometrium with stratum basalis benign tubular glands 3. Myometrium: adenomyosis [ultrasound pelvis] on (B)(6) 2016: reason: essure coil fell out, now pregnant; iup findings: coil is seen in the left adnexa in keeping with prior history comment: likely early intrauterine pregnancy as described with mean sac diameter dating the gestation below 5w. No fetal pole or fetal heart rate are seen but it is probably too early on. A probable right sided hemorrhagic corpus luteal cyst is present. The possibility of an ectopic pregnancy on the right is strictly speaking impossible to exclude but felt quite unlikely.; on (B)(6) 2016: findings: there is a persistent regular shaped sac situated within the uterus with a mean diameter of 1.6 cm which is equivalent to 5 weeks 1 day gestation. Again no fetal pole is demonstrated. There does however appear to be a surrounding residual reaction which was not as evident on the earlier study. There is also evidence of a simple cyst in relation to the left ovary. In relation to the right ovary there is a cystic focus with echogenic rim protruding from the right ovary. Features are highly suggestive of a possible hemorrhagic corpus luteum cyst as seen on the earlier study. Coil is still seen in the left cornua of the uterus. There is no significant free fluid in the pelvis.. Comment: features again suggestive of an intrauterine pregnancy with an intact sac but again no evidence of a fetal pole. This is possibly related to an early pregnancy; on (B)(6) 2016: impression: irregular shaped elongated empty gestational sac extending into the cervical canal with a region of increased vascularity may be on the basis of an incomplete abortion or retained products of conception; on (B)(6) 2017: history: severe lower abdominal pain and bloating. History of ovarian cysts. Has had essure tubal and expulsion of one coil. Findings: uterus is 9.6 cm in length. Endometrial echo is 5 mm. The left essure coil appears to be seen in good position. By history the right essure coil is gone and there is no evidence of it. [Ultrasound scan] on (B)(6) 2014: reason: essure coil tubal sterilization - to confirm adequate placement report: the bilateral tubal coil placement are confirmed in good position [ultrasound scan vagina] on (B)(6) 2014: impression: single live intrauterine gestation with an average ultrasound age of 12 weeks and 3 days. Edd is on (B)(6) 2015. There is a subchorionic hemorrhage in the lower edge of the placenta posteriorly subjacent to the cervical os.; on (B)(6) 2015: coil placement: left: visualized arising from cornua right: visualized arising from cornua comment: essure coils satisfactorily positioned bilaterally incidental finding of cystic left ovary. Lot a95855-not valid lot number: a95856 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.